Event description:
Reporter is a patient with eye infection as a result of using the product. She has got pink eyes, runny eyes, swelling, itchy and pain in her eyes. She went to dr and was given drops, but did not work. She was aware of recall on this product and thinks symptoms match with hers. She has not yet improved and is on the medication.